Manufacturer narrative:
The customer has declined an offer for a stellant injector checkout and additional applications training at this time. Bayer requested the return of the suspect disposables used during the incident; however, the customer has not responded. The customer was able to provide lot numbers of the medrad® stellant multi-patient disposables used during the incident. Bayer product analysis evaluated and functionally tested retained samples of the subject lot numbers on (B)(6 )2021. The retained disposables were found to perform to specifications. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Manufacturer narrative:
The customer has declined an offer for a stellant injector checkout and additional applications training at this time. Bayer requested the return of the suspect disposables used during the incident; however, the customer has not responded. The customer was able to provide a lot number of the stellant CT disposable kit used during the incident. Bayer product analysis has requested retained samples for evaluation. Once received, additional investigation will be performed, and a follow up report will be submitted.

Event description:
The site reported the following: a (B)(6)-year-old male patient with an admitting diagnosis of atypical chest pain underwent a cardiac CT scan with intravenous contrast enhancement while connected to a medrad® stellant CT injection system. On the final CT images, a few small air bubbles were observed in the patient's left brachiocephalic vein, truncus pulmonale, right atrium and right ventricle. Although the patient was asymptomatic, he was admitted to the hospital for observation post procedure. The patient was later discharged and is reportedly doing well.